Event description:
It was reported that there was ventricular lead warning due to undersensed r wave. The device was programmed to mode adir. It was confirmed that the lead in question had not been in use due to low impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Ventricular lead warning recorded on (B)(6) 2013 for impedance measurement. Device mode programmed as adir throughout the record, so additional auto lead diagnostic information about ventricular lead impedance not available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 4524-53, lead, implanted: (B)(6) 1992. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.